Event description:
Rptr lists: fibromyalgia, developed allergies, rheumatology problems, blurred vision, aches and pains, in chest and breasts, one implant ruptured, tired all of the time, bloating, gaseous feeling, bladder cancer, bladder problems, memory loss. Still waiting for doctor's reports.